Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were unresponsive during bolus. Customer's blood glucose was over 400 mg/dl. Customer had an emergency room visit. Customer had e-coli. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement tests. The pump was received with a cracked case at the display window corners, a missing end cap sticker, minor scratches on the lcd window. The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked lcd keypad connector noted.